Event description:
It has been reported to philips that the system shut down on its own. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the system was outside of clinical use at the time of the event. It was reported that the system was shutting down by itself. Review of the system log file showed x-ray generator errors. The philips field service engineer (fse) checked the system onsite and tried to duplicate the issue, but unable to duplicate. Fse confirmed that the system was in good working condition. No calls have been logged in philips for this device/issue, therefore no further action could be performed by philips. The codes were updated based on the investigation outcome.